Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
A customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer stated they were stuck in the rewind complete and bolus delivery loop. The customer stated that the drive support cap was sticking out. The blood glucose reading was 335 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up the customer was advised that the device would be replaced, and agreed to return the product for analysis.